Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed on the subject device (helical blade coupling screw, part # 357.377, lot # 6606044). The returned helical blade coupling screw was confirmed to be broken at the connection between the cap and shaft. The device has surface wear which does not impact functionality. A visual inspection, drawing review and device history record (DHR) review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The 357.377 helical blade coupling screw is an instrument routinely used in the titanium trochanteric fixation nail system per relevant technique guide. The drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The failure is likely due to continued impact to the device over the lifetime of the device, and off axis hammer blows. There were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that: DHR review for: part# 357.377, lot# 6606044: release to warehouse date: 05-may-2011. Supplier- (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery, as the surgeon was striking the end of the helical blade coupling screw according to correct surgical technique, the butt-end of the helical blade coupling screw broke off from the shaft of the device. The surgeon was able to complete the surgery successfully with the broken piece. The surgeon used pliers to disengage the coupling screw from the helical blade. The surgery was successfully completed with a delay of three minutes and no harm to the patient. This complaint involves one (1) device. Concomitant device reported: helical blade (part # unknown, lot # unknown, quantity 1) this report is 1 of 1 for com-(B)(4).